Event description:
A (B)(6) male pt contacted zoll customer support to report adjust belt or check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem ((adjust belt or check belt messages) has been confirmed. Upon investigation, the pulse wire in the distribution node (dn) to front therapy electrode (te) cable was open. This resulted in an intermittent connection between the cable and dn. The root cause for the open pulse wire was unable to be positively determined. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.